Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with low blood glucose for two days. The blood glucose reading at the time of call was 20 mg/dl. Troubleshooting was performed. The boluses and basals were registered correctly in the daily totals. Ran a displacement test and the device passed the test. No further info was provided.